Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, battery cap contact missing/damaged, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. The customer reported a blank display. The customer reported that battery cap contacts were missing, damaged, and/or corroded. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Product labels reported as missing, removed, worn, faded, or damaged following usage. No harm requiring medical intervention was reported. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unable to remove old battery and battery cap from the unit. Battery cap stuck to battery tube threads and unable to power unit on with new battery. Unit was unable to download due to stuck battery cap. Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement and active current measurement due to stuck battery cap. Unable to confirm blank display and test unit due to stuck battery cap. Proceed by cutting the unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, no moisture damage noted. However, during microscopic inspection, black glue was noted around battery cap and battery tube threads. Unit also received with damaged battery cap threads, scratched case, cracked case-corner of belt clip rails, serial number label missing and broken battery tube threads. In conclusion, the unit came in with stuck battery cap and broken battery tube threads. Unable to confirm patients' concern of blank display due to stuck battery cap. In addition, during microscopic inspection, black glue was noted around battery cap and battery tube threads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.